Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin deliveries. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the pump shutdown unexpectedly. The customer stated that the battery was at 50% when the pump shutdown. The customer declined having cts access the pump history and stated that they were not worried about the battery. It was also reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge displayed 60units. Cts informed the customer that the insulin gauge will display a more accurate reading once 10 units of insulin or more have been delivered. The customer acknowledged this information and would monitor the insulin gauge. The customer's blood glucose level was 211mg/dl.